Manufacturer narrative:
Concomitant medical devices: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead. Product ID: 3550-39, lot# n156474, implanted: (B)(6) 2009, product type: accessory. Product ID: 37092, lot# 217030003, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Event description:
The consumer reported the implantable neurostimulator (ins) device hadn't worked since it was put in, but hadn't been removed. It was noted there was too much scar tissue to remove it. The device was tuned off about two years ago. Relevant medical history includes chronic low back pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional reported that the patient stated that ever since the stimulator was placed in 2007, it never worked. The patient was referred to another doctor and x-rays were ordered. They will place percutaneous leads either below, above or to the side of the paddle lead if possible.